Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a mobile and centered device related thrombus (drt) located on top of the fabric of the closure device. The physicians decided to remove plavix and aspirin from the patient's current medication regimen and start the patient on eliquis in response to the drt. No further interventions or patient complications were reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a mobile and centered device related thrombus (drt) located on top of the fabric of the closure device. The physicians decided to remove plavix and aspirin from the patient's current medication regimen and start the patient on eliquis in response to the drt. No further interventions or patient complications were reported.